Manufacturer narrative:
In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device showed 53 percent battery longevity on 25-sep-2020, and an eri alert on (B)(6) 2020. Device was explanted and returned for analysis. The device analysis indicated a battery issue. No adverse patient events were reported.